Event description:
A medtronic ent rep reported that per the site navigation was 1-2 cm inaccurate during a sinus surgery utilizing the fusion navigation system. The alleged inaccuracy occurred after registering the pt with a limited area tracer pattern. There was no impact on the pt outcome.

Manufacturer narrative:
The site would not provide the pt's age and weight. A medtronic rep went to the site and tested the system. The system navigated accurately during testing. IFU recommends collecting an area of tracer pattern which covers the entire forehead and nose for optimal accuracy.